Event description:
It was reported that on (B)(6) 2014, a 2.75x23mm xience prime stent was successfully implanted in the mid left anterior descending, lesion. On (B)(6) 2014, the patient was discharged home. On (B)(6) 2014, the patient expressed experiencing radiating chest pain for two years that had aggravated that week. The patient was admitted to the hospital and medication was provided. On (B)(6) 2014, the angina resolved without sequela and the patient was discharge from the hospital. It is unknown if the chest pain, and subsequent treatment of, was related to the xience prime stent. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, angina is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.